Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 387 mg/dl, 149 mg/dl, 99 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: in the complaint details customer stated the readings were obtained on (B)(6) 2015; however, they also indicated that the date and time on their meter was not set correctly. Reflects the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.